Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 28mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 12 years and seven (7) months due to severe aortic stenosis. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. The valve was deployed. An aortogram was performed and there was mild perivalvular leak. The surgical team was satisfied with the results. The patient tolerated the procedure well.

Event description:
It was reported that this patient with a 28mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 12 years and seven (7) months due to severe aortic stenosis. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. The valve was deployed. An aortogram was performed and there was mild perivalvular leak. The surgical team was satisfied with the results. The patient tolerated the procedure well. The patient had no postoperative issues and was discharged home on pod #1 in stable condition.